Manufacturer narrative:
Please note that patient code was added to the section f of this report.

Event description:
It was reported to arjo by the nursing home ¿extendicare¿ located in (B)(6), canada that there was an incident with the involvement of maxi move passive floor lift and passive clip sling. The facility administrator stated that the resident fell out of the sling. Following information collected, during transfer from the bed to the wheelchair, the right shoulder sling's clip detached from the spreader bar attachment point. As the consequence of the event the patient sustained head injury. Hospitalization was required and 8 stitches were applied. The resident returned to the facility the same day.

Event description:
It was reported to arjo representative that there was an incident with the involvement of maxi move passive floor lift and passive clip sling. It was reported that during transfer of the resident from the bed to the wheelchair, right shoulder sling's clip detached from the spreader bar attachment point. Following information provided, the patient fell out of the sling to the floor and sustained head injury. Hospitalization was also required and 8 stitches were applied. The resident returned to the facility the same day.